Manufacturer narrative:
A maquet field service technician (fst) was informed that the hospital scrapped the cover and replaced it with a new one. Maquet is not able to investigate the affected component. A follow-up report will be submitted in the event new info becomes available. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that paint is coming off the top of the light and could potentially flake off into the sterile field. No injuries were reported by the hospital. (B)(4).